Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history reviewed: 2 unrelated non-conformance's on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to implant loosening. Total for lot number: 3 (pc(B)(4), pc-(B)(4), pc-(B)(4)). Complaints received by cmw in the last 12 months for implant loosening. By product code: 6 by product family: 27 (9x depuy cmw 1, 6x depuy cmw 2, 6x depuy cmw 3, 6x endurance) if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non-conformances on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to implant loosening. Total for lot number: 3 (B)(4). Device history review : complaints received by cmw in the last 12 months for implant loosening. By product code: 6. By product family: 27 (9x depuy cmw 1, 6x depuy cmw 2, 6x depuy cmw 3, 6x endurance).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
After review of the medical records for MDR reportability, on (B)(6) 2017 the patient was revised to address right tibial loosening and pain. Medical records report that the patient had fallen prior to the revision. Loosening at unknown interface, the cement was depuy cement. Doi: (B)(6) 2016. Dor: (B)(6) 2017 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient code 3191 is used to capture surgical intervention.